Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no patient harm or injury. In the previously submitted report section b5 was incomplete, section b5 is- the patient also alleged of having sinus issue, and nasal/throat irritation or soreness. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of contamination. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device was hooked up to power supply, airflow was verified and the device operated properly. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer concludes there was no evidence of contamination from the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.